Manufacturer narrative:
Manufacturer's reference number: (B)(4). This event was also reported by the manufacturer under MDR #2029046-2021-00395. Reference# (B)(4).

Event description:
It was reported that a patient underwent a cryo atrial fibrillation cardiac ablation procedure with a soundstar and suffered cardiac tamponade requiring pericardiocentesis. A pericardial effusion was noticed after they went transseptal. There were no visible signs on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and about 400ml of fluid was removed. No ablation catheters were in the body and the only biosense webster, inc. (Bwi) catheter being used at the time was a soundstar catheter. The patient was reported to be in stable condition. The physician did not mention the cause of the pericardial effusion.

Manufacturer narrative:
Additional information was received on 3/15/2021 and it was reported that the physician's opinion on the cause of this adverse event was that it was procedure related. Pericardiocentesis/pericardial window was required. The patient required extended hospitalization because of the adverse event. Therefore, "b2. Is hospitalization initial/prolonged" box was checked and "h6: health effect - impact code" was populated with hospitalization or prolonged hospitalization on this report. The patient was reported to have fully recovered. A transseptal puncture was performed with a brk-1 needle. Therefore, the concomitant products section of this report was populated with "unknown brand brk 1 needle". Ablation was not performed prior to noticing the cardiac tamponade. There was no evidence of a steam pop. No error messages were observed on the biosense webster, inc. Equipment during the procedure. The biosense webster, inc. Product analysis lab received the device on 03/31/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4). This event was also reported by the manufacturer under MDR #2029046-2021-00395. Reference# (B)(4).